Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Correction: e1 field corrected with country addition. Patient address not reported.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the adverse event of a hydrocele, which required elevation of the scrotum and reversion to hd therapy. Per the pdrn, the event was not caused by any fresenius product(s) or device(s), rather it is attributed to the patient¿s anatomy. Scrotal edema is common in pd patients and can develop due to hernias and/or peritoneal leaks. Based on the totality of the information available, there is no allegation or objective evidence indicating a fresenius product(s) or device(s) deficiency, defect or malfunction occurred during therapy. As such, the liberty select cycler can be excluded as the cause of the patient¿s adverse event.

Event description:
It was reported that a peritoneal dialysis (pd) patient tried home dialysis twice, however the first one was stopped due to solution leakage into the patient's scrotum. Upon follow-up, the patient¿s peritoneal dialysis registered nurse (pdrn) confirmed the patient attempted to start pd therapy (date not provided); however, a hydrocele occurred during therapy (manual or cycler based). The pdrn stated an overfill or increased intraperitoneal volume (iipv) event did not occur. The patient was not hospitalized due to the event, and elevation of the patient¿s scrotum was the only intervention performed. The cause of the hydrocele is attributed to the patient¿s anatomy. The nephrologist is ordering a peritoneography to pinpoint the location of the leak for possible surgical intervention. Until then, the patient continues to undergo hemodialysis (hd) therapy and is recovering from the event. Additional information was requested (e.g. Concomitant medication list, treatment data, pd orders), however the record was closed due to the patient¿s transition back to hd. Per the pdrn, the cause of the event is unrelated to the utilization of the liberty select cycler or any fresenius product(s) or device(s). Further follow-up with the patient's pdrn, revealed the patient's second attempt at starting home pd therapy on (B)(6) 2020 was unsuccessful. A hydrocele occurred again, and the patient was placed back on hd. Elevation of the scrotum was the only medical intervention.